Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported during a routine office visit, that this pacemaker device could not be interrogated. The physician advised this pacemaker device exhibited a premature battery depletion (pbd) and pacing inhibition. The patient was admitted to the hospital. The following day this device was surgically explanted. No additional adverse patient effects were reported.